Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous left anterior descending artery. A 3.00mmx16mm synergy drug-eluting stent was advanced for treatment; however resistance was met. Upon removal, it was noted that the device got elongated over 16mm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent had detached from the balloon and was not returned for analysis with the device. Additional information on how stent detachment occurred had been requested, however no response was provided. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found several slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous left anterior descending artery. A 3.00mmx16mm synergy¿ drug-eluting stent was advanced for treatment; however resistance was met. Upon removal, it was noted that the device got elongated over 16mm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.